Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately six months post implant, the leadless implantable pulse generator (ipg) exhibited possible a4 un der-sensing versus junctional rhythm. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately six months post implant, the leadless implantable pulse generator (ipg) exhibited possible a4 un der-sensing versus junctional rhythm. The leadless ipg remains in use. No patient complications have been reported as a result of this event.